Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent an unrelated procedure. A magnet was applied to the device following the procedure and was unable to produce tones. Boston scientific technical services (ts) recommended checking the device with a programmer. At this time, this device remains in service. No adverse patient effects were reported.